Event description:
It was reported, during primary hip surgery, as the doctor went to put in the lag screw into the femoral head, the threaded tip snapped off. He then grabbed a new k-wire and continued with the surgery but the tip of k-wire stayed in patient. No delay in surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the k-wire gamma3 to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item reported was documented as faultless prior to distribution. The event description states that during a gamma3 hip surgery while putting k-wire in the lag screw, the threaded tip snapped off. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Thus, a reasonable examination was not possible. As the device was not returned for investigation, it can only be suggested that the k-wire may have been deflected inside the bone. Therefore the subsequently used step drill may have got jammed on the k-wire and the tip of the k-wire could have been broken due to overload. The reason for k-wire deflection is unknown but could be related to hard bone structure or non-pre-drilling of the lateral cortex which is required in the op-tech. The operative technique also includes that the position of the k-wire shall be checked during surgery via x-rays to avoid this kind of issue. Nevertheless the reported event (¿was putting k-wire in the lag screw, the threaded tip snapped off ¿) could not be confirmed. With the information given the exact root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
It was reported, during primary hip surgery, as the doctor went to put in the lag screw into the femoral head, the threaded tip snapped off. He then grabbed a new k-wire and continued with the surgery but the tip of k-wire stayed in patient. No delay in surgery.